Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was unavailable for return and investigation. The device history record for this lot was reviewed; no relevant issues/anomalies related to the reported failure were observed. The measured wbc count of the product does not qualify as a wbc failure per current FDA guidelines of <5.0x10^6. Root cause: this disposable set was unavailable for specific root cause analysis. A definition root cause for the observed leukoreduction failure remains undetermined at this time. Wbc contamination of platelet products can occur due to: the blood cell holding capacity of the lrs chamber being exceeded. The trima system, however, may not flag this event to alert the operator. Late or major changes, especially in hematocrit, can contribute to an elevated wbc count. Early and correct entry of donor values is crucial for the device to perform optimally. Donor physiology. A plasma line occlusion during the procedure. The plasma line may become occluded if the centrifuge collar is not loaded into the latch in the correct orientation. Under these conditions, the rbc line is allowed to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn, causes higher flow through the lrs chamber, which may lead to elevated level of wbcs in the platelet product.